Event description:
According to the reporter, the device was used to close the abdominal incision during a cesarean section. The postoperative abdominal incision site dressing remained dry. However, on the fifth day, slight redness was observed, without fever. Gentle pressure on both sides of the incision resulted in a small amount of fat fluid exudate, without any odor. Fat liquefaction and poor absorption of the suture due to individual factors were considered, leading to an extended hospital stay. Anti-infection treatment and wound dressing changes were continued, with instructions to rest and strengthen nutrition to promote wound healing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the signs of a surgical site were observed in the image provided. No product could be observed in the image provide and therefore could not be evaluated. It was reported that slight redness was observed, without fever. Gentle pressure on both sides of the incision resulted in a small amount of fat fluid exudate, without any odor. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.